Event description:
Complainant alleged that during incoming inspection, the device's pacer output was out of specification. Complainant indicated that there was no pt involvement in the reported malfunction.